Event description:
The following has been reported: fresenius kabi pump alarming air on norepinephrine line running high amount (.26mcg/kg/min) at time of alarm. Max air bubble advanced with bolus & no obvious air seen in line. Line required to be removed from pump and reprimed. Phenylephrine given during repriming due to drop in blood pressure. Patient blood pressure recovered with phenylephrine. Crn and service updated. Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.